Event description:
Device-related failure of modular (stackable) monolith (B)(4) procode mqp resulting in serious neurocompromise rendering patient paralyzed following single-level c6 anterior cervical corpectomy and fusion (accf). Patient required posterior revision surgery post-op six months and is relearning to walk again. The monolith device was explicitly cleared for use below the neck in the thoracolumbar spine, but is in lordotic cage geometry and design rationale intended for use in the cervical spine and cannot possibly be used for its labeled purpose. Device component part numbers include: 5991220, 5991153, 5992537.